Event description:
It is reported that the x-ray wire that should be attached around the cup was laying loose. Another implant was used.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.